Event description:
Reported through long term clinical study follow up: patient expired approximately 124 months post implant from unknown cause. Echo at the last patient exam on 1/25/94 revealed the valves to be functioning normally. The patient also had marphan's syndrome.